Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No further information was available regarding adverse consequences and medical intervention. When information is received, the details will be added.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No further information was available regarding adverse consequences and medical intervention. When information is received, the details will be added.